Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was found cracked on awakening, while blood glucose levels remained unaffected and the device functioned for therapy. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer interview, complaint intake review, and device replacement logistics. Investigation of this case revealed physical damage to the display consistent with screen cracking without reported performance impact. It was concluded that the event involved device damage to the screen component, and a replacement device and cartridges were provided to maintain therapy continuity.